Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(6) implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0cl72, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0azz4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative that reported the patient was twirling their battery and the extensions were twisted. An x-ray revealed the extensions were twisted as a result of the twirling. The surgeon planned on revising the implantable neurostimulator (ins) and extensions for (B)(6) 2015. The issue was not resolved yet. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine the patient outcome. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp later reported that the revision occurred on (B)(6) 2015. The ins was in a tight pocket, so the extensions were untangled and the ins was re-inserted into the pocket with the extensions placed behind the ins. No further complications are anticipated.